Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed that the exhaled tidal volume was reading high. The fsr replaced the flow sensor of the device and that brought the volume back within specifications. The fsr performed the operational verification procedure and the device passed all tests and was returned to the customer operating to manufacturer specifications. The reported auto cycling of the device is considered a related issue to the flow sensor not reading properly, so that issue was resolved by the replacement of the flow sensor as well.

Event description:
The customer reported that while using the avea ventilator, the tidal volumes are high on neonate mode and the ventilator is autocycling. There was no patient involvement associated with this event.